Manufacturer narrative:
H.6. Investigation: one 2000e sample was received for investigation with a packaging label from a 20051e sample from lot 20065677. Additionally a 3ml bd posiflush sp syringe from lot 0044423 was received with residual fluid to assist the investigation. A visual inspection of the 2000e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. A visual inspection of the male luer from the received bd posiflush syringe identified a small amount of flash on the tip of the male luer; however functional testing performed alongside the returned smartsite did not identify any occlusion or flow restriction. Furthermore functional testing was conducted using both a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from retained stock and flushing with fluid; again no occlusion or flow restriction was identified during testing. A review of the production records for lot 20035978 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. CAPA#1998036 was initiated.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage during use as the channel only partially opened. The following information was provided by the initial reporter: "when using a syringe without plunge to connect 2000e tightly, we have discovered the channel partially opened."

Manufacturer narrative:
Investigation summary: one 2000e sample was received for investigation with a packaging label from a 20051e sample from lot 20065677; residual fluid was not present on the sample. Additionally a 3ml bd posiflush sp syringe from lot 0044423 was received with residual fluid to assist the investigation. Note the customer indicates the affected lot number of the 2000e sample to be 20035978. A visual inspection of the 2000e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. A visual inspection of the male luer from the received syringe did not identify any defects or damage either. Functional testing was performed by connecting the 2000e sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. Furthermore, the sample was connected to the posiflush sp syringe received and flushed with fluid; again no occlusion was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20035978 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage during use as the channel only partially opened. The following information was provided by the initial reporter: "when using a syringe without plunge to connect 2000e tightly, we have discovered the channel partially opened."